Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a osteosynthesis for femoral condylar fracture surgery; the drill bit tip broke. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that contact metal while in use, caused damage to the cutting surface and resulted in a break at the proximal end of the shaft. The associated IFU contains the following caution "caution: excessive pressure can damage either the drill bit or driver." The quality investigation is complete.

Event description:
It was reported that during a osteosynthesis for femoral condylar fracture surgery; the drill bit tip broke. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.